Event description:
The patient reported experiencing elevated blood glucose of up to 28.5 mmol/l (513 mg/dl) for the past 2-3 months. The patient injected insulin via pen to lower blood glucose levels. The patient's normal blood glucose range is 5-6 mmol/l (90-108 mg/dl). No further information is available. The patient did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.